Manufacturer narrative:
Although it is unknown if the patient was admitted after presenting to the hospital, this event is being reported to the FDA out of an abundance of caution. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation. Infusion site sensitivity was reported by the patient but is not addressed in this report. Infusion sets are required for the use of the remunity pump but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device.

Event description:
An initial event notification was received by united therapeutics drug safety on 10-nov-2025 from (B)(6) pharmacy and forwarded to millyard advanced medical products, llc, on 11-nov-2025. It was reported that, on (B)(6) 2025, the patient stated that their remunity remote had displayed a "searching" message beginning the evening of (B)(6) 2025. While attempting to troubleshoot, remunity pump (B)(6) did not make any sound to indicate that their infusion was in progress. The patient reported feeling unwell and was unsure how long their therapy had been interrupted. When advised to switch to their backup remunity system, the patient stated that they did not have it on hand but planned to retrieve it. Reportable information related to this event was later received by united therapeutics drug safety on 17-nov-2025 from (B)(6) pharmacy and forwarded to millyard advanced medical products, llc, on 18-nov-2025. This information stated that the patient experienced diarrhea for over 24 hours following the interruption in therapy and ultimately presented to the emergency room. Attempts made to obtain further clarifying information from (B)(6) pharmacy were unsuccessful.